Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high or low glucose alarm. Attempted to replicate the customer's complaint using similar configurations samsung galaxy a52, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system and functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report that reported an alarm issue with the adc application in use with a motorola g31 phone with operating system version 12. It was reported that "the device did not operate properly failing to provide a low glucose alarm". The customer was able to be contacted and further reported their phone had auto-updated, re-started, and that the phone did not fully turn on due to the customer not entering their phone pin code afterwards. Due to this, the glucose readings were not received by the device and the low glucose alarm did not sound. The customer experienced shaking and a headache and was treated with glucogel and paracetamol by their spouse. The customer also indicated they were still using the sensor and is working properly. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report that reported an alarm issue with the adc application in use with a motorola g31 phone with operating system version 12. It was reported that "the device did not operate properly failing to provide a low glucose alarm". The customer was able to be contacted and further reported their phone had auto-updated, re-started, and that the phone did not fully turn on due to the customer not entering their phone pin code afterwards. Due to this, the glucose readings were not received by the device and the low glucose alarm did not sound. The customer experienced shaking and a headache and was treated with glucogel and paracetamol by their spouse. The customer also indicated they were still using the sensor and is working properly. There was no report of death or permanent impairment associated with this event.